Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A receiver was returned for evaluation, however this is not the complaint device. The device was visually inspected and no defect was found. The receiver was charged and booted up, functional testing was performed and passed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. A probable cause could not be determined. No additional patient or event information is available.